Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi 8015 error 133.6090 account name: (B)(6) healthcare account #: (B)(4) asset name: 8015 pc unit, a/b/g v9.5 asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: upon powering the 8015, biomed is getting a 133.6090 error. Sn: (B)(4) failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: I let the biomed know that the 8015 small screen has hit end of life. I recommend he replace the main speaker. If the problem still occurs, then replace the power supply board. Gave part numbers to main speaker and power supply processor board. Biomed ended call. Ref:_00d30y0yr._5000l1jobll:ref